Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had venaseal treatment carried out for treatment of the right and left great saphenous veins (gsv). The veins were treated on different days. The procedures were completed successfully with no issues reported and the veins closed. The day after treatment of the second vein (right gxv), the patient¿s daughter reported a reaction on the right leg and pain in the left leg. A couple of days later, the patient reported redness, swelling and itching, in her inner thighs during the previous days. The patient attended urgent care on and was told she had an infection which was treated with amoxicillin and prednisone. The patient also reportedly using otc anti-itch cream on her thighs. The vein site was below her knee and was not causing discomfort. The patient was due for a follow up ultrasound on the right leg. On a subsequent follow up the patient had itchy raised red areas on her arms and legs. The physician opted to not perform another treatment with venaseal and prescribed prednisone 50mg for 5 days. The physician recommended the patient see a dermatologist. The patient¿s rash has improved but she was still a little itchy.